Manufacturer narrative:
It was reported that when the white tamper tube (advance tube) of a mynxgrip vascular closure device (vcd) 5f was grabbed, the sealant was noted to be outside of the patient¿s body still attached to the catheter. The vcd was deployed according to instruction for use (IFU). As the user tried to tamp, it was noted that the user was actually holding the sealant in his hand as though the sealant didn't stick to the artery but came immediately back up. Manual pressure was held for 10-15 minutes along with a statseal disc. The product was not returned for analysis as it was reported to have been thrown away by the customer. Review of lot f1720905 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of lot f1720905 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that when the white tamper tube (advance tube) of a mynxgrip vascular closure device (vcd) 5f, was grabbed, the sealant was noted to be outside of the patient¿s body, still attached to the catheter. The vcd was deployed mynx according to IFU. As the user tried to tamp, it was noted that the user was actually holding the sealant in his hand. As though the sealant didn't stick to the artery. But came immediately back up. Manual pressure was held for 10-15 minutes along with a statseal disc. The vcd will not be returned for analysis.